Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited radio frequency telemetry anomaly after electrocautery interaction. Upon re-interrogation, the device exhibited a diagnostics anomaly. The device was explanted and replaced without any adverse events to the patient. The patient would be monitored.

Manufacturer narrative:
(B)(4).